Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed.

Event description:
Updated event description: patient was revised due to degenerative pain, soreness, difficulty walking, and significantly elevated cobalt and chromium levels with a large pseudotumor and abductor and soft tissue compromise including necrosis. Doi: (B)(6) 2011. Dor: (B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E3 initial reporter occupation: lawyer this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle metal on metal litigation form received. Litigation alleges pain in hip, metallosis, elevated levels of cobalt and chromium, soft tissue damage, a corrective surgery to remove the defective product and other painful injuries. Doi: (B)(6) 2011 dor: unknown affected side: unknown side of hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1,a2,a4,b3, b5, b6, b7, h4, h6 health effect clinical code corrected: d1, d2a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Medical records received and states that: in addition to what was previously alleged. Litigation alleges soreness, difficulty walking, pseudotumor, abductor and soft tissue compromise and necrosis. It was also reported that the patient experienced mental anguish, discomfort, emotional distress and limited adl. After review of medical records the patient was revised to address hip pain, elevated metal ion, large pseudotumor, edema, abductor and soft tissue compromise, metallosis and adverse tissue reaction. Operative note reported large amount of clear slightly green stain fluid consistent with a pseudotumor, trochanter was essentially bald, necrotic material present, posterior capsular scar present. The cup was noted to be slightly vertical and corrosion at the taper. Debrided some anterior capsule and some osteophyte on the anterior column. Doi: (B)(6) 2011; dor: (B)(6) 2022 ; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: - pinnacle mtl ins neut36idx54od. Product code: - 121887354. Lot no: - 3133265. Quantity of manufactured- (B)(4). Date of manufacturing- 15th may 2010. Ant anomalies or deviations identified in DHR- n/a. Expiry date- 13th may 2015. IFU reference- (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> product description: - pinnacle mtl ins neut36idx54od. Product code: - 121887354. Lot no: - 3133265 quantity of manufactured- (B)(4). Date of manufacturing- 15th may 2010. Ant anomalies or deviations identified in DHR- n/a. Expiry date- 13th may 2015. IFU reference- (B)(4). Device history review ==> a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
Medical records were reviewed by a clinician. Patient received a right depuy pinnacle/trilock cop tha via anterior approach on (B)(6) 2018. The procedure was completed without complications. No further information was provided. (B)(4) was created to capture right hip surgery.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b6, b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: pinnacle metal on metal litigation form received. Litigation alleges pain in hip, metallosis, elevated levels of cobalt and chromium, soft tissue damage, a corrective surgery to remove the defective product and other painful injuries. ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment "photos retrieved from disc". The x-ray investigation revealed nothing indicative of a device non-conformance. No defects on the pinnacle mtl ins neut36idx54od that could have contributed to the reported event was observed. A manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pinnacle mtl ins neut36idx54od would have not contributed to the complained device issue.¿ based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 3133265 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device 3133265 number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.